Event description:
It was reported that during use of the bd insyte¿ IV catheter the catheter leaked at the juncture of needle tubing and hub when the needle was retracted.

Manufacturer narrative:
H.6. Investigation: a review of past 12 months quality notification were performed and no quality notification was raised on the reported defect of leakage. The reported defect of leakage cannot be confirmed as no photo / samples were returned for investigation. Therefore, root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ IV catheter the catheter leaked at the juncture of needle tubing and hub when the needle was retracted.